Event description:
It was reported the pt had not recharged the ipg for several months. The pt was unable to turn the system on and also unable to communicate with the ipg using external devices. It was reported the pt had other medical conditions she had been working through. The pt was to make appointment regarding the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.